Event description:
A customer contacted stryker to report that their device had powered cycled unexpectedly during use. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The electronic record was downloaded and reviewed. The technician noted that the batteries used with the device were older than two years old; per the operating instructions, 3314911 rev. Al, section 10, battery maintenance, page 222, it is recommended that batteries be replaced approximately every two years. This could be a possible root cause for the reported failure but could not be definitively determined.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device had powered cycled unexpectedly during use. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.